Event description:
It was reported that the user experienced hypoglycemia after missing a dinner meal announcement while using the ilet system, which led to an insulin overcorrection and subsequent overnight low glucose. Symptoms included hyperglycemia and hypoglycemia ranging from 53 mg/dl to 321 mg/dl, accompanied by shaking/ tremors. Outcomes included the need for self-management without hospitalization. Investigation included review of device reports and user interview. Investigation of this case revealed user error related to a missed meal announcement with no device malfunction identified and no component issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed carbohydrate announcement, with education and troubleshooting completed.